Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment and procedure was delayed. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting. Review of the system log files shows that x-ray-pc does not work anymore. The fse replaced the x-ray pc. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not start. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc and returned the system to use in good working order.